Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized for diabetic ketoacidosis. Customer also reported having ketones. Troubleshooting was not performed on the insulin pump, but customer stated there was a white substance in the cannula upon removing the infusion set.